Event description:
Home pt (hp) reports leak from patient line tubing of homechoice set noted after treatment was completed. Hp reports waking up to fluid "everywhere". No pt injury of medical intervention required per hp.